Event description:
It was reported that multiple reports have been received about broken bard products from the same lot. One report details a patient who visited the ed for a foley catheter replacement. The initial catheter (french tip, 18g/30ml balloon) was replaced without difficulty, but the new catheter from lot myfw2499 (exp. 08-28-2026) failed as the balloon tore and did not inflate. Subsequent attempts with catheters from the same lot also resulted in balloon tears. After consulting with a urologist, a fourth catheter (18g, coude tip, 5ml balloon) was successfully placed using sterile technique.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple reports have been received about broken bard products from the same lot. One report details a patient who visited the ed for a foley catheter replacement. The initial catheter (french tip, 18g/30ml balloon) was replaced without difficulty, but the new catheter from lot myfw2499 (exp. 08-28-2026) failed as the balloon tore and did not inflate. Subsequent attempts with catheters from the same lot also resulted in balloon tears. After consulting with a urologist, a fourth catheter (18g, coude tip, 5ml balloon) was successfully placed using sterile technique. Per additional information received via email on 01aug2025, lot myfw2499 was confirmed as the affected product lot. No patient harm was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: proper techniques for urinary catheter insertion: - perform hand hygiene immediately before and after insertion - insert urinary catheters using aseptic technique and sterile equipment - use the smallest foley catheter possible, consistent with good drainage - document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: - secure the foley catheter. Use the statlock foley stabilization device if provided. - maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. - maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. - keep the collection bag below the level of the bladder or hips at all times - empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or another placement of the catheter, such as nephrostomy tract. Correction: h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A potential root cause for this failure mode could be due to thin sac that may lead to burst balloon. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. "Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities. 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 15cc balloon: use 20cc sterile water. 20cc balloon: use 25cc sterile water. 30cc balloon: use 35cc sterile water. 40cc balloon: use 45cc sterile water. 75cc balloon: use 50cc sterile water. Do not exceeded recommended capacities." To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple reports have been received about broken bard products from the same lot. One report details a patient who visited the ed for a foley catheter replacement. The initial catheter (french tip, 18g/30ml balloon) was replaced without difficulty, but the new catheter from lot myfw2499 (exp. 08-28-2026) failed as the balloon tore and did not inflate. Subsequent attempts with catheters from the same lot also resulted in balloon tears. After consulting with a urologist, a fourth catheter (18g, coude tip, 5ml balloon) was successfully placed using sterile technique.

Event description:
It was reported that multiple reports have been received about broken bard products from the same lot. One report details a patient who visited the ed for a foley catheter replacement. The initial catheter (french tip, 18g/30ml balloon) was replaced without difficulty, but the new catheter from lot myfw2499 (exp. 08-28-2026) failed as the balloon tore and did not inflate. Subsequent attempts with catheters from the same lot also resulted in balloon tears. After consulting with a urologist, a fourth catheter (18g, coude tip, 5ml balloon) was successfully placed using sterile technique. Per additional information received via email on 01aug2025, lot myfw2499 was confirmed as the affected product lot. No patient harm was reported.

Manufacturer narrative:
The reported event was confirmed: cause unknown. The reported failure was able to be reproduced. Visual inspection observed sac burst along lumen without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, the exact cause on how and when problem occurred could not be determined. A potential root cause could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ thin sac). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling and instructions for use were found to be adequate. Correction: d, h. UDI format updated with available product information per gudid. Initial reporter phone: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.